Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient had a pump exchange. No further information received.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.